Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
The customer reported that during an equipment check performed the biomed, the unit was missing display segments. There was no patient involved.